Event description:
Pt in CT for cholecystostomy tube placement. First attempt at placing tube; the tip of the guidewire broke off and was not able to be retrieved. It is currently in the gallbladder and can be viewed on the CT scans. Introducer and remaining guidewire were removed. Second attempt was made and drainage tube was placed successfully without further complications. Radiologist ((B)(6)) notified surgeon ((B)(6)) of event. Plan was already in place to remove gallbladder in several days. Bedside rn was notified by procedural rn after procedure completed. Risk management notified.